Manufacturer narrative:
(B)(4). Date sent: 03/16/2015.

Event description:
Procedure type: lobectomy. According to the reporter: the patient's pre-op diagnosis: lung cancer. An egia30avm sulu with egiaushort stapler was fired in the articulated position on the pulmonary artery and reportedly no staples were deployed. There was bleeding with an estimated 2.5 litres of unanticipated blood loss. The patient was transfused with 8 units of red blood cells. The procedure was converted to an open thoracotomy and the incision was extended by two inches. The pulmonary artery was repaired with a pericardial patch. The surgery was delayed by more than 30 minutes and the event was expected to extend the hospital stay by more than 2 days. There was no unanticipated tissue loss or unanticipated tissue damage. No reinforcement material was used. When the device was received several formed staples were present on the device. The patient was discharged home, condition stable.

Manufacturer narrative:
(B)(4).